Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was implanted during a pelvic floor reconstruction procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced vaginal infection and was treated with metronidazole.

Manufacturer narrative:
A1: patient ID: (B)(6). A4: patient weight: 71.8 kilograms. F10 and h6: problem code 2119 and 1930 capture the reportable events of urinary retention and vaginal infection and urinary tract infection. G3: study name: u9920 xenform a/a postmarket. H10: the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was implanted during a pelvic floor reconstruction with xenform including vaginal-approach hysteropexy and cystocele repair procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the subject experienced difficulty emptying her bladder in the anterior vaginal compartment. No treatment was given and she recovered on (B)(6) 2016. The investigator assessed this event as mild in severity, pelvic floor related, probably related to the index procedure, and possibly related to the study device. On (B)(6) 2016, the subject experienced a vaginal infection and a lower urinary tract infection. For the event of vaginal infection, the subject was treated with metronidazole and the event resolved on (B)(6) 2017. The investigator assessed this event as mild in severity, pelvic floor related, possibly related to the index procedure, and possibly related to the study device. For the event of lower urinary tract infection, the subject was treated with macrobid and the event resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the index procedure, and not related to the study device.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block a4: patient weight: 71.8 kilograms. Blocks f10 and h6: patient codes 2119 and 2120 capture the reportable events of urinary retention and urinary tract infection. Block g3: study name: (B)(4) xenform a/a postmarket. Block h10: the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to blocks g1 MFR site contact first and last name and h6. For block h6 patient codes, non-reportable code 2597 for blood loss has been updated to non-reportable code 1888 for hemorrhage.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was implanted during a pelvic floor reconstruction with xenform including vaginal-approach hysteropexy and cystocele repair procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the subject experienced difficulty emptying her bladder in the anterior vaginal compartment. No treatment was given and she recovered on (B)(6) 2016. The investigator assessed this event as mild in severity, pelvic floor related, probably related to the index procedure, and possibly related to the study device. On (B)(6) 2016, the subject experienced a vaginal infection and a lower urinary tract infection. For the event of vaginal infection, the subject was treated with metronidazole and the event resolved on (B)(6) 2017. The investigator assessed this event as mild in severity, pelvic floor related, possibly related to the index procedure, and possibly related to the study device. For the event of lower urinary tract infection, the subject was treated with macrobid and the event resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the index procedure, and not related to the study device. Additional information received on may 20, 2019 and may 29, 2019. For the event of vaginal infection, a gram stain confirmed diagnosis as bacterial vaginosis. The subject was treated with metronidazole and the event resolved on (B)(6) 2016. The investigator reassessed the event as moderate in severity, pelvic floor related, not related to the index procedure, and not related to the study device. For the event of lower urinary tract infection, the subject's urine culture showed a small amount of e. Coli and she was prescribed macrobid for seven days. The event resolved on (B)(6) 2016.